Manufacturer narrative:
Device evaluation summary: the device was returned bloody with evidence of clots around both the upper and lower pivot. Visual inspection showed evidence of the clot around the lower pivot. The device was run on a bio-console from 0 to 4000 rpm¿s, and a squeaking noise was noticed. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a mc3 nautilus vitalflow (vf) set, it was reported that a squeaking sound was observed coming from the centrifugal pump. A day later, some changes were noticed in the patient parameters suggesting a circuit change out was needed. A decision was made to change the circuit to a another manufacturer's device. A clot was also discovered in the circuit. There was no adverse patient effect associated with this event. Medtronic received additional information that flow was ultimately impacted, at which time the decision was made to replace the circuit.

Manufacturer narrative:
Device evaluation update: the device was primed and run from 0-4000 rpms on a bio- console. The noise level recorded during the analysis was less than 65 decibels, as compared to the specification of 68 decibels.the device was cut apart and the shaft-to-shaft dimension was measured to be 31.06 mm. The drawing has the dimension to be 31.2 +/- 0.2 mm. There was evidence of some damage to the lower bushing, dent in the side maybe from handling. The upper bushing had some scratches. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.